Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital emergency department, experiencing sharp pain a few days after a pacemaker implant. It was noted that the initial concern was the inability to do an automatic rv threshold test; however, it was discovered that the rv lead had switched to unipolar pacing which was the suspected cause of the patient's discomfort. The rv lead trends were reviewed, and it was observed that the impedances had increased to greater than 2800 ohms in bipolar. The patient was tested for underlying rhythm and adjustments were made to promote intrinsic conduction instead of rv pacing, and to reduce the patient's discomfort. Additionally, the rv lead was tested in unipolar, and the impedance was 407 ohms; however, there was no capture found. In addition, high capture thresholds were observed. It was suggested by the field representative that the patient be booked for a chest x-ray to determine if the lead had dislodged, and to check the insertion of the terminal pin in the header of the related pacemaker. This patient was admitted to the hospital for further observation. No additional adverse patient effects were reported. Additional information: further information was provided a couple of days later in addition to what was initially reported. Surgical intervention was performed in order to determine the cause of the reported issues. This lead was cleaned off and retested through the pacing system analyzer which showed excellent thresholds, and an impedance value of 800 ohms. It was noted that when the lead was tested through the device, the impedances were greater than 3000 ohms. It was determined that there was a header issue with the related pacemaker, and as a result, it was explanted and replaced. This rv lead was connected to the new device and remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.